Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Hemopro2 cord didn't transit any energy. The hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. A white tape which was not part of the device as sold was affixed to one end of the cord. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. The cable connectors were manipulated while the device was activated and no break in continuity was observed. We were unable to replicate the reported electrical failure. Based upon the evaluation results, the reported complaint was not able to be confirmed.

Event description:
Hemopro2 cord didn't transit any energy. The hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Date for mfg report # 2242352-2016-00079 is 08-mar-2017.

Event description:
Hemopro2 cord didn't transit any energy. The hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.